Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was inspected by the user facility and the issue was confirmed. The device was repaired on site and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the zoom went in an unintended direction. There was no patient involvement.